Event description:
It was reported that the product analysis laboratory (pal) determined the homechoice (hc) machine system failed rite (returned instrument test/evaluation) testing due to rite - therapy monitored volume failed performance spec. Rite test failure found by service personnel during evaluation, no patient involved.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab (pal). The pal evaluated the device for the issue of failed homechoice (hc) return instrument test/evaluation (rite) failed functional test for rite - therapy monitored volume failed performance specification. An accuracy confirmation test was performed, and device failed to meet volumetric accuracy specification. Temperature verification test was performed, and device failed test. Software was used to diagnose the device pneumatic system. Crt test revealed no leaks, and all pressures were correct and stable. Also, device heating system was checked by test. All bag sensors were within specified limits. An external/internal inspection was performed, and no problems were revealed. Pal performed a more detailed inspection of door assembly. Inspection revealed that piston foam is deteriorated, which is the root cause of the rite failure. Pal has identified piston foam to be scrapped. Correction to the device will be performed during service. If additional relevant information becomes available, a follow-up will be submitted.